Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: power module-continuous tone & yellow wrenchspecific component(s) involved: other component malfunction, specifyadditional text:other component: power modulecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : replaced controller, power module and power module cableimplant device type: lvadmalfunction device type: